Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not turned on. Customer stated that they went to pool lot of time but all of sudden insulin pump did not turned on. Customer stated that they inserted new battery and hold the power button but nothing seems to be turn on. Customer stated that they received power error detected alarm. Customer stated that they were unable to clear the alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.